Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim. On (B)(6) 2026, post procedure imaging identified a subtle, slow contrast leak, suspected to originate from either the port reservoir or the catheter to port connection, with contrast pooling noted along the posterior edge and right upper corner of the port. During infusion, the patient reportedly experienced pain, erythema, and extravasation. It was also noted that the patient had a bruise at the site approximately one week prior to this event. The patient¿s current clinical status is unknown.